Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump insulin on board was displayed inaccurately. Additionally, it was reported that the pump delivered insulin without user input. Customer's blood glucose level was 200 mg/dl. Tandem technical support was unable to confirm the reported issue as customer did not have pump data for review. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.